Manufacturer narrative:
On 29-apr-2020, mentor completed the investigation based on a photograph and a video of the suspect medical device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, the device manufacture date was updated. Device photograph and video evaluation summary: according to the information received, a leakage was experienced on a tissue expander, at suture tab located at 6 o clock. A picture and a video were provided. Upon visual evaluation of the image and the video provided in the complaint, the tissue expander appears deflated, a tear can be observed at the suture tab. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Tissue expander deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient who underwent an unspecified breast surgery with cpx4 with suture tabs medium height smooth expander has experienced postoperative right-sided deflation of tissue expander. The surgeon noticed the tissue expander leaking after refilling. As a result, the patient underwent explantation on (B)(6) 2020.